Event description:
Acetabular cup loose. Doi: 2014, dor: unknown, left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and it can be seen that the cup is out of position. The mispositioned is evidenced by the shadow that is shown around the femoral head which indicates separation between it and the liner and the acetabular cup. Also during the image review it appears that the acetabular cup is positioned with more abduction and anteversion angles than is recommended by depuy. The misposition allegation is confirmed. However, loosening allegation was not able to be confirmed. Without a progressive evidence it cannot be determined if it existed implant movement in relation to initial implantation position. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no finish goods lot number or product code was provided for this device. H10 additional narrative: added: d10.